Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6)2022 confirmation testing with (platform unknown) at a hospital generated a positive result the customer stated the patient was symptomatic (cough and runny nose). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 200884 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 200884, test base part number 195-430h / lot 195845. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 200884 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : device discarded, single use device

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2022. Confirmation testing with (platform unknown) at a hospital generated a positive result. The customer stated the patient was symptomatic (cough and runny nose). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.